Event description:
It was initially reported that the total wrist fusion (twf) distal surfix locking 2.7 mm screw broke in the patient. The original surgery was performed on (B)(6) 2012. The doctor performed the surgery according to the technique. The doctor removed all hardware on (B)(6) 2013 and he did not put any new hardware in. The patient was reported to be partially fused and the doctor cast the patient until he clinically healed without pain. Additional information was requested and the following information was obtained from the surgeon on (B)(6) 2013: the (B)(6) male patient (ex-pilot) is right-handed. The surgery was performed in the left wrist (plates and screws implanted) on (B)(6) 2012. On the first office visit after the surgery ((B)(6) 2012), all screws were engaged and aligned. On the second office visit ((B)(6) /2012), everything was fine, sutures were taken out, no x-rays were taken. Third office visit ((B)(6) 2013): it was reported that the patient's wife accidentally sat on the dorsum of the patient's left had of finger and patient stated "he felt some pull and sensation" of left hand and wrist. X-rays were taken and it revealed that the last distal screw (reported as screw number 8) was out by 1 thread and the washer came out. Also, the number 7 screw was also getting loose but there was no fracture of the screw. With these two loose screws, no medical revision/intervention was done because the physician stated he wanted the wrist fusion to heal. On (B)(6) 2013 office visit; routine x-ray was taken and it revealed that screw number 5 had broken; no trauma or any incident occurred. The surgeon stated he could not take the screw out that time. On (B)(6) 2013 office visit: the plate (did not know product ID of plate); stated to ask sales representative for the specifics on the plate and screws used) was lifting off because the distal screw was loose and doing a "side movement and augering (corkscrew effect)". Hence, this was the reason for the removal of the hardwares. It was noted that the broken screw number 5 was left implanted in the patient. All other hardwares implanted were removed. The loose screws (screw number 8 and 7) were removed and given to the sales representative. The plate that was removed was given to the patient as requested. Additional information/clarification was then obtained from the sales representative on (B)(6) 2013 with the following: eight screws in total along with a washer are being sent back to integra for evaluation. The 8 screws being returned are not labeled as to which ones were the distal screws. With the regards to the broken screw reported, half of the screw remains implanted in the patient's bone; the half top portion of this broken screw and washer was removed and will be sent for evaluation. The immediate postoperative x-rays are not available. A copy of the x-ray taken after all the hardware had been removed was sent along with the 8 screws. It was noted that the surgeon did not "countersunk" the screws. The screws that were reported to be loose were: product ID: 286210 (2.7 suffix screw 10mm) and product ID: 303214 (2.7 cortical screw 14mm). The broken screw was product ID: 286222 (2.7 surfix screw 22mm).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.